Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii limb was intended to be implanted as part of the endovascular treatment of a 60mm aaa. It was reported that during the procedure, after placing the endurant main body, the endurant limb was inserted from the contralateral side; however, a strong resistance was felt at the tortuous region and it could not raise to align the marker of the tip of the limb to the flow divider, so the placement was abandoned. There were no issues or deformation noted in the main body graft. A product from another company (excluder) was used, and the procedure was completed without any endoleak. Per the physician the cause of the difficulty to position could not be specified. The iliac tortuosity was not thought to be the issues but the tip was not able track through the main body deviceflexion part and so sufficient overlap could not be achieved. No additional clinical sequalae were provided and the patient is fine.